Manufacturer narrative:
(D10) concomitant devices: 300-30-08 - equinoxe preserve stem 8mm: 5747667. 320-15-01 - eq rev glenoid plate: 6040311. (Stem and baseplate remain from index surgery). 320-42-03 - 145-deg pe 42mm hum liner +2.5: s269116. 320-10-05 - equinoxe reverse adapter plate tray +5: 7014650. 320-08-42 - glenosphere exp 42mm +4mm offset: 6886758. 320-15-05 - eq rev locking screw: 7067668. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.

Event description:
It was reported that the patient underwent an initial reverse total shoulder replacement on the left side. The patient experienced excessive disassociation of the polyethylene component after falling and landing on the left shoulder that resulted in a left shoulder revision, 2 years after initial replacement. Subsequently, the patient has again experienced disassociation of polyethylene; stating they woke up with shoulder dislocated. As a result, almost 2 years after revision, the patient underwent an additional left shoulder revision. No further impact to the patient was reported. No other information is available.

Manufacturer narrative:
This follow-up report is being submitted to relay additional and/or corrected information. The following sections were updated/corrected: b3, h6. MDR section codes updated/corrected: b, c, d. The revision reported was likely due to the reported disassociation of the humeral liner from the humeral tray, which may have subsequently caused dislocation of the shoulder. However, the reported dislocation, disassembly, and sequence of events could not be confirmed. Potential contributions of user and patient-related considerations to the event, an unreported traumatic event, incomplete seating of the humeral liner during implantation, forceful contact between the liner and glenoid bone (scapular notching), or a combination of the above to the reported disassembly of the humeral liner cannot be determined as the devices were not available for evaluation, and images, radiographs, and relevant clinical information were not provided. Should additional relevant information be obtained, a follow-up MDR will be submitted accordingly.